Manufacturer narrative:
One response¿ electrophysiology catheter was returned for investigation. The reported shaft damage was confirmed. The shaft of the catheter was noted to be separated between the grey and black braided shaft portion due to an inefficient bonding technique.

Event description:
Following an atrioventricular nodel reentry tachycardia procedure, the outer material of the catheter was damaged, exposing the internal wires after removing the catheter from the patient. No difficulty was noted inserting or withdrawing the catheter. There were no adverse consequences to the patient.